Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration. Reportedly, the transmitter was not within line of sight of the pump. Customer moved the transmitter within line of sight of the pump, and pump and transmitter regained connection. Additionally, it was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. A root cause could not be determined. A replacement transmitter was sent to the customer.